Manufacturer narrative:
B3: event date is year valid. Continuation of d10: product ID wr9220 serial# (B)(6) product type recharger product ID cd9000a serial# (B)(6). Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6), ubd: 21-mar-2023. H3: analysis of the wireless recharger (B)(6) revealed that the led¿s scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. The reason for call was that the recharger will not maintain a charge. The green lights flash, but it will not ever be steady. Patient has tried resetting the recharger numerous times and the doctor was not able to resolve it either. An email was sent to the repair department to replace the devices. Patient called back on (B)(6) 2026 to report that they received replacement equipment and they noticed their first name was misspelled on one of the shipping labels. Patient mentioned that they requested an ID card the last time they called and wanted to ensure their name will be spelled correctly on the ID card with their updated last name. Agent confirmed their first and updated last name were spelled correct in the email that was sent to prs. Patient did not require further assistance.